Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing, leading to inhibition of pacing in this pacemaker dependant patient. The patient experienced light-headedness and felt faint. Diaphragmatic oversensing is suspected. The patient did have an episode of ventricular tachycardia that was properly detected and sensed. The rhythm broke during the charge but did not divert.